Event description:
It was reported that a flashcard file was unable to be uploaded due to an sql error. The flashcard was sent to the product analysis lab for evaluation. Upon completion of product testing, it was determined that the event was caused by a corrupt database. The analysis could not determine the initial cause of the database corruption, but that it was most likely associated with the flashcard. No further anomalies associated with the flashcard software or databases were identified during the analysis.